Manufacturer narrative:
The patient's product details could not be confirmed as of the date of this report. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment. Subsequently, the patient underwent revision surgery to excise the excess skin and replacement of the abutment on (B)(6) 2016.